Event description:
Complaint record being cancelled as it is a duplicate to tw# 1039454 ;mfg report number 2249723-2024-02063.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2024-02063.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called because printer would not work. Attempt at troubleshooting did not resolve the problem. Customer was advised that she could switch pumps, or keep the same pump and use without the printer. Customer will not be switching pumps. There was no patient harm reported.